Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken. The protector of the video cable section is cut. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had no image. The issue identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had no image. The issue identified during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to inform correction of section d2a to the initial report submitted. D2 is being updated to from wa50082a to rigid video laparoscope.

Event description:
It was reported that the rigid video scope had no image. The issue identified during reprocessing. There was no patient involvement.